Event description:
Routine complaint investigation when a consumer reported having received a low reading of 127 mg/dl on a precision qid meter when compared to a valid labortory result of 272 mg/dl. These values when plotted on a clarke error grid, would fall into the "d" zone which would be considered clinically significant. No death or injury or medical intervention was reported with the incident.